Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a review of the pump's black box history showed multiple call service 088 alarms on 07/19/2015. The pump was exercised for 24 hours with no call service alarms observed. There was visible moisture observed behind the display lens. The pump failed a leak test due to battery compartment damaged. The pump case was cracked at the bottom left corner of the display lens at the case seal. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.